Event description:
It was reported the patient's wife activated the recorder on an episode where she thought her husband was unresponsive. The caller asked for review of the symptom episode to see if it was noise or seizure activity. The review of the episode revealed the device is oversensing and also noted that the device was undersensing some pvc's (premature ventricular contraction / complexes) in the episode. The device remains in use. No patient complications have been reported as a result of this episode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.